Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the black part/tip of the cystoscope sheath broke off intraoperatively, outside the patient, during a transurethral resection of the prostate (turp) and cystolitholapaxy procedure. There was no reported patient or user harm.